Event description:
The facility's technician reported an infusion pump with an 812:02 failure code which occurred during pt use. The technician stated that there have been no reports of any pt incident involving the pump since the last baxter service event. The technician stated that there was no report of any pt injury or medical intervention when the failure occurred. Info was requested by baxter regarding specific pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional info was available.